Event description:
It was reported that during a colon resection procedure, the device did not fire, looked like a fail in power, and it did not return or open. They had to use the manual over ride mechanism. The surgery was prolonged by 10 minutes and was completed successfully after opening a new stapler. No patient consequences were reported.

Manufacturer narrative:
(B)(4). D4: batch # 935c41. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 935c41, and no non-conformances were identified.